Manufacturer narrative:
When using the micrusphere xl platinum microcoil 6mm x 12cm (ssr10061220/lot unknown) as the second faming coil, it had to be repositioned 3 times and the detachment button pressed 6 times before a successful detachment occurred. There was no patient injury and additional medical intervention/medical treatment was required. The same detachment control box and connecting cable (product/lot unknown) were used to complete the procedure. The target vessel was an 8mm terminus a1/a2 aneurysm. Vessel tortuosity was low. A pre-deployment electrical check was performed. An echelon 10 microcatheter was used with the coil. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The coil was implanted and not returned. The device positioning unit (dpu) passed electrical testing with resistance at 51.6 ohms and the enpower systems go green light illuminated using the returned connecting cable. The returned connecting cable passed functionality and electrical testing. Ten coils were detached on the first detachment cycle. Therefore, it is highly unlikely that the connecting cable contributed to the detachment difficulty. Additionally as reported, the same cable was used successfully with subsequent coils. The echelon 10 microcatheter was returned, but was received folded and severely kinked in multiple places which appeared to have been from post-procedural damage. The inner lumen of the microcatheter was found to be acceptable with no damage or ovalization found. Therefore, it cannot be determined if this microcatheter contributed to the possible loss of fiber tension from resistance during the coils advancement or from repositioning inside the aneurysm. The detachment fiber received heat and melted as designed, therefore the root cause of the coil requiring multiple detachment attempts cannot be determined. In addition, without the return of the detachment control box (dcb) and the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. However, it was reported that the dcb was used successfully with subsequent coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported information and analysis finding of no evidence of any manufacturing issues, no conclusion can be made regarding the root cause of the reported coil detachment difficulties. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown), detacher cables (details unknown), detachment control box (details unknown).

Event description:
This was the second framing coil used. When the physician went to detach the micrusphere xl platinum microcoil 6mm x 12cm (ssr10061220/lot unknown) they had to reposition 3 times and press the detach button 6 times before a successful detachment occurred. Target lesion characteristics 8mm terminus a1/a2 aneurysm. Vessel tortuosity was low. No patient injury or death reported. Additional medical intervention or medication was not required to prevent impairment or injury. The patient is recovering well. The coil pusher wire, echelon 10 microcatheter (details unknown) and the detacher cables (details unknown) are being returned. The catalog and lot number for the detachment control box and connecting cable are unknown. The same detachment control box and connecting cable were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force.